Manufacturer narrative:
A manufacturer representative went to the site to test the navigation system and confirmed the reported issue. The network router checkpoint was replaced and the issue resolved. A system checkout was performed and the system is working as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site tried to pull exams from the system, but the system would not connect to the network. The site noticed that the camera cart screen and camera were not communicating. The camera had an orange led and the screen showed disconnected. The site opened the self-test and all of the components across both carts were showing red. No patient was present at the time of the event.

Manufacturer narrative:
The part was returned to the manufacturer for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Checkpoint was tested at configuration station and was found to not boot. With only power applied the leds stayed solid. They should stay on temporarily if operating normally. When factory defaults button was pressed for more than 10 seconds, there was no change. An electrical failure was found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site tried to pull exams from the system, but the system would not connect to the network. The site noticed that the camera cart screen and camera were not communicating. The camera had an orange led and the screen showed disconnected. The site opened the self-test and all of the components across both carts were showing red. No patient was present at the time of the event.

Manufacturer narrative:
Correction. No patient information provided as no patient was involved in this concern. If information is provided in the future, a supplemental report will be issued.

Event description:
Update from the manufacturer representative regarding troubleshooting the reported issue. They found that the p5 connection on the ethernet o ring was plugged into the wrong port p4. The camera cart uninterruptible power supply (ups) never had the connection from the p5 port. Once the p5 and higher ports had a connection the system booted completely fine. The self-test for internal network status went all green. The system is working as intended.